Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative. It was reported that both of the patient's inss were replaced. No further information was provided.

Manufacturer narrative:
Section d information references one of the main components of the systems involved in the reported event; other applicable components are: product ID 3708740 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2016 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative reported that a short circuit was seen between contacts 0 and 1 during an hcp appointment the day prior, and at the time of the report the rep was in the operating room for implantable neurostimulator (ins) and extension replacement. It was stated that it was unclear whether the short necessitated device replacement or whether it was normal end of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.